Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had nozzle clogging during an unknown diagnostic procedure. During inspection and evaluation, the nozzle was clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction ¿foreign matter in the nozzle¿ was confirmed. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility did not presoak the endoscope in the detergent solution. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not specify with the information obtained what the foreign material was. As it is unknown from the obtained information if the reprocessing has been implemented in line with the IFU, we could not specify the cause of the remaining foreign material. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope 1. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. In addition, the following findings were noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of u/d knob is out of specification, adhesive on bending rubber has scratch, adhesive on bending rubber has white-clouded area, due to clogging of nozzle, air, water removability and water supply volume do not meet specifications, adhesive around objective lens is peeled, adhesives around objective lens has white-clouded area, adhesive around light guide lens is peeled, and adhesives around light guide lens has white-clouded area. Olympus will continue to monitor field performance for this device.